Manufacturer narrative:
The reported adverse event/incident was investigated in accordance with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a device related to the reported adverse event/incident, as well as to obtain relevant medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification confirmed that the device was properly manufactured and released in accordance with the device master record. The review confirmed that no manufacturing or processing non-conformities were identified that would have contributed to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of the medical records and/or medical imaging received by endologix shows that the ovation ix, type iiia endoleak complaint is unconfirmed. However, the additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The left iliac limb was highly tortuous, which likely contributed to the reported event; however, this could not be conclusively determined. Procedure-related harms, device-related factors, user-related issues, or anatomical considerations regarding this complaint could not be determined based on the medical records available for review. The final patient status was not reported. No further investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events ¿ updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. During routine surveillance on (B)(6) 2024, a type 3a endoleak and suspected component separation on the left iliac limbs were detected. The patient is stable and currently being monitored while an intervention is being discussed. Additional information: on (B)(6) 2024, a re-intervention was performed involving the implantation of an ovation ix iliac limb. It was reported that the type 3a endoleak was successfully sealed, and the patient was discharged.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. During routine surveillance on (B)(6) 2024, a type 3a endoleak and suspected component separation on the left iliac limbs were detected. The patient is stable and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The devices involved in this event will not be returned. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.